Event description:
The manufacturer received info alleging a ventilator's low pressure alarm sounded when the device's fio2 was set to 25/30% and connected to an oxygen cylinder. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.